Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 1 year ago. Aneurysm morphology from the time of implant is unknown and the aortic neck measured 23 mm at the level of the renal arteries. It was reported that the stent graft migrated and is currently 1 cm below the level of the renal arteries with presence of a proximal type 1 endoleak due to disease progression, dilatation and angulation of the aortic neck. The aneurysm appears to have enlarged. An aortic cuff was used to successfully resolve the endoleak 2 weeks ago. No additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
(B) (4). Results: migration, endoleak. Disease progression with aortic neck dilatation and angulation. Conclusion: disease progression with aortic neck dilatation and angulation. Required intervention.